Manufacturer narrative:
Concomitant medical devices: 5071-53, lead, implanted: (B)(6) 2004, dtba1d1 crtd, implanted: (B)(6) 2018, evolutpro-29-us valve, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and undersensing. The lead remains in use. No patient complications have been reported as a result of this event.